Event description:
Pt reported "birth defect," further specified as "recess jaw." Device remains implanted. Side was unspecified, this record is for the left side. See mfd 2024601-2014-00628 for the left side.

Manufacturer narrative:
Device labeling reviewed: two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery.